Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that usb/micro sd card cover, and micro usb cover were missing. Dust-like contamination and tiny hairs/fibers in the air outlet port and on the outside of it. Humidifier connector end cap had dust-like contamination, black pieces of contamination (inconsistent with degrading sound abatement foam) and tiny hairs/fibers in it. Battery connector end cap had dust-like contamination, black pieces of contamination (inconsistent with degrading sound abatement foam) and tiny hairs/fibers in it. Air inlet filter had dust-like contamination on it. Pca (printed circuit assembly) had potential excess flux contamination from battery pins on the bottom of the pca. Transition tube had a brown piece of unknown contamination on it. Air inlet baffle had yellowed and had dust-like contamination and tiny hairs/fibers on it. Dust-like contamination and small black unknown pieces of contamination (inconsistent with degrading sound abatement foam) and hairs/fibers in the bottom enclosure. Dust-like contamination was in the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints.